Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: hypodermic single lumen needle. Medical device type: fmi. PMA/510(k)#: k161170. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ bd luer-lok¿ syringe with detachable needle the stopper was found defective or damaged. The following information was provided by the initial reporter. The customer stated: "distorted stopper."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: one photo and one syringe sample in open packaging were received by our quality team for evaluation. From the photo, the stopper was observed to not be assembled to the plunger head and flatly distorted inside the syringe barrel. The sample was subjected to visual inspection. The team observed that the stopper is not assembled to the plunger head and is flatly distorted inside the syringe barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The 1 ml syringe part is manufactured at bd canaan, and the bd canaan quality has conducted a supplemental investigation on this nonconformance. The sample was visually evaluated, and the team observed that the stopper was severely jammed just above the roof of the barrel against the barrel wall. The potential root cause for the jammed stopper defect is associated with the assembly process. It is likely due to improper timing or a misalignment between the barrel and plunger insertion led to the observed condition.

Event description:
It was reported when using the bd eclipse¿ bd luer-lok¿ syringe with detachable needle the stopper was found defective or damaged. The following information was provided by the initial reporter. The customer stated: "distorted stopper."